Manufacturer narrative:
An event regarding tibial loosening involving a tritanium baseplate was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: the ap x-ray is very blurry and does not allow to distinguish detail. The lateral x-ray confirms the baseplate is loose. The cause is less clear. There is such significant loosening with osteolysis below baseplate that the root cause for loosening cannot be established with certainty. The rather oblique projection of the x-ray that shields the actual implant-bone interface from view does not help either. Better quality x-rays, preferable also early post implantation x-rays would be required to solve this case with more probability. According to the device labels, the baseplate was revised to a triathlon ts with augments and stem extender, in line with the observed bone loss. Not much more can be said about the case. More info is required to solve the case. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review confirms baseplate loosening however the exact root cause could not be determined because insufficient medical information was provided. Further information such as product return, better quality x-rays including early post-operative x-rays, operative notes, patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Revision of a left total knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of a left total knee.